Event description:
It was reported that there was leaking around the cassette where it attaches to the pump. There is white crystallized drug on that area, so you'll be able to see it. None of the drug touched the patient, all was contained in the pump bag. The pump was cleaned as well. The patient was not affected. There was no patient injury.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, kinks, cut, or deformations were observed in the unit returned that could cause the failure mode reported. After functional testing, a leak was detected; the complaint was confirmed. The most probable root cause is that the medication bag was damaged by mishandling during the assembly process. For corrective action production personnel were notified by the quality engineer of the defect reported by the customer and reinforce the correct handling of the medication bag in the assembly process. The root cause was traced to manufacturing. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.